Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. The customer's blood glucose level was affected, registering at 47 mg/dl, and they managed the low level by consuming carbohydrates without needing third-party assistance. Technical support instructed the caller on button technique, confirmed the pump was under warranty, and arranged for a replacement pump with updated software to be sent, advising the customer on interim therapy and return procedures for the malfunctioning pump.